Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) reported the patient had stroke symptoms since a couple days ago. The hcp ordered an MRI to diagnose the symptom. There was no patient outcome reported. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent. The indication for therapy was rsd/causalgia-complex regional pain syn and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the hcp was not aware of any signs of stroke. Through additional follow up, it was noted the nurse did not recall the patient. Through additional follow up, it was noted the records for the patient did not provide any information regarding the MRI or stroke symptoms. The patient was admitted to (B)(6) for a-fib. Patient stated they had a small stroke. And today ((B)(6) 2015) the patient was having left knee pain and right foot pain. Information concerning the identity of the doctor who prescribed the MRI was unobtainable. If additional information is received, a follow-up report will be sent.